Manufacturer narrative:
H6: medical device problem code: 1494 clarifier: indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three prostyle devices after an interventional thrombectomy procedure with a 9f sheath. Reportedly when harvesting the first prostyle suture, there was only one suture present, so suturing was not performed [suture-retrieval issue]. A second and third prostyle devices were attempted; however, there was difficulty inserting these devices and although they were successfully flushed with saline prior to use, blood flow was not confirmed within either marker lumen. It is unclear whether the devices were inserted far enough into the anatomy due to thick (~4 centimeters) subcutaneous tissue. A surgical cutdown was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.